Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after experiencing a rise in heart rate. Upon interrogation, the atrial lead exhibited noise which led to inappropriate mode switches. The device was reprogrammed and noise was no longer observed. The patient was fine.